Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009, patient presented with following pre-op diagnoses: l5-s1 degenerative disc disease. Annular tear. Left sciatica. Left l5-s1 foraminal stenosis. For which, patient underwent following procedures: anterior lumbar interbody fusion l5-s1. Placement of machine-threaded allograft cage l5-s1. L5-s1 decompression with left-sided foraminotomy. Posterior spinal fusion l5-s1. Posterior instrumentation l5-s1. Placement of implantable bone growth stimulator. As per op note,¿ after the disc material had been removed, an disc preparation system was utilized and the sizing template indicated a size 15-mm height allograft cage. The threaded machined allograft cage was then opened. Rhbmp-2/acs was then opened. The central cavity within the cage was packed with bone morphogenic protein and demineralized bone matrix. The graft was then placed into the l5-s1 disc space and impacted with an impactor and a mallet¿¿. Patient tolerated the procedure well without any intraoperative complications. Post operatively patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.